Event description:
System is locking up. It was reported that the system was locking up and the system was stuck at 0:00. The available information does not indicate whether the device was in clinical use. To date, no further information was received. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was locking up and stuck at 0:00. According to the additional information collected, the customer incorrectly opened this service order and there was no problem with the allura system. As there has been no complaint, this event was incorrectly reported. No calls have been logged in philips for this device/issue, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome. Health impact code was corrected.